Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported "PICC was placed on patient. Three days later, it was determined that fragments of the 3cg wire broke off in the patient." Add info rcvd 03/31/2021: placement info: 3cg stylet tip broke off and retained in patient. What type of catheter securement was utilized: stat lock and tegaderm was there patient harm reported?: yes.

Event description:
It was reported "PICC was placed on patient. Three days later, it was determined that fragments of the 3cg wire broke off in the patient." Add info rcvd 03/31/2021: placement info: 3cg stylet tip broke off and retained in patient. What type of catheter securement was utilized: stat lock and tegaderm. Was there patient harm reported?: yes.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and batch history, applicable previous investigation(s), labeling, applicable manufacturing records, sample analysis and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a 3cg wire break is confirmed but the exact cause remains unknown. One photo sample of 3cg stylet fragments were provided for evaluation. Two polyimide tubing segments from a 3cg stylet are visible on a gauze pad. Residue appears to be present on the segments. The segment on the right contains the distal end of the stylet. The core wire is shown to be extending past the proximal end of the polyimide tubing. The segment on the left is curved and contains multiple kinks. It is unknown if magnets migrated out of the tubing. Based on the condition of the sample shown in the photo, possible contributing factors include advancement and retraction of the stylet against resistance. The characteristics of the device and damage present could not be clearly inspected. Since the stylet was observed to be completely fractured at two locations, the complaint is confirmed but the exact cause remains unknown. A lot history review (lhr) of reez3803 showed no other similar product complaint(s) from this lot number. H3 other text : evaluation findings are in section h.11.